Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) reading of 394 mg/dl, confirmed by glucometer at 353 mg/dl, with the user using a subcutaneous insulin pen as backup and a cannula infusion set on the upper thigh, after insulin delivery had stopped when bg run mode was not continued. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included minor illness/impairment and an unexpected medical intervention requiring medication in the form of manual insulin injections. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component failure. The patient reconnected the ilet, completed a supply change, and glucose improved to 165 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.